Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the (B)(6) study. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that, approximately three weeks after the ventricular assist device (vad) implant procedure, the patient experienced fever and their c-reactive protein (crp) values were elevated. Urine cultures revealed urinary tract infection and antibiotics were started. It was further reported that the patient had dysuria and that the event was likely due to hemodynamic instability. The patient had a urinary catheter that was removed, and urine remained in the bladder after urination. Medication was started to treat the dysuria. Of note, self-catheterization and the use of a night balloon catheter were started. Based on the available information, the device may have caused or contributed to the reported event per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, t he progression of their underlying disease, and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three weeks after the ventricular assist device (vad) implant procedure, the patient experienced fever and their c-reactive protein (crp) values were elevated. Urine cultures revealed urinary track infection and antibiotics were started. It was further reported that the patient had dysuria and that the event was likely due to hemodynamic instability. The patient had a urinary catheter that was removed, and urine remained in the bladder after urination. Medication was started to treat the dysuria. Of note, self-catheterization and the use of a night balloon catheter were started. The vad remains in use. No further patient complications have been reported as a result of this event.